Manufacturer narrative:
By checking the manufacturing chart of the involved lot, no anomaly was found. This is the first and only complaint received on this lot#. We will submit a final MDR once the investigation will be concluded.

Event description:
Revision surgery performed on (B)(6) 2019 due to rotation of the glenosphere. The glenosphere (1376.09.025 lot #1818952 ster. 1800396) and the metal back with tt peg (smr glenoid baseplate - 1375.15.605 lot #1816695 ster. 1800379, smr glenoid peg tt 1375.14.654 lot #1508252 ster.1500309) were used to revise the anatomic system manufactured by another company and were consequently combined with a non-limacorporate stem and reverse liner. According to the information reported, it was suggested the limacorporate concentric glenosphere may have been a better option than the eccentric one, because the eccentric glenosphere could have been "catching" on the competitor polyethylene liner.